Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5-2.75mm x 26-28mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tail end of the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5-2.75mm x 26-28mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tail end of the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a promus stent delivery system was returned for analysis without a manifold. A visual examination of the stent found evidence of distal strut damage with struts in a lifted state and pulled proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 1460mm proximal to the distal tip. The manifold was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.